Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). Following the last pump refill on (B)(4) 2017 there was an incorrect refill date of (B)(4) 2017 via the personal therapy manager (8835). There were no reservoir volume discrepancies at the pump refill on (B)(4) 2017. It had been done in the past at another visit with confirming the reservoir volumes. The pump was delivering fentanyl 5 mcg/ml; 1.7414 mcg/day, clonidine 424 mcg/ml; 147.67 mcg/day and bupivacaine 40 mg/ml; 13.932 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl (unknown dose and concentration) via an implantable pump for non-malignant pain, spinal pain and failed back surgery syndrome. The consumer did not know all the drugs used but stated one of the drugs in the pump was fentanyl. An incorrect refill date was displayed on the personal therapy manager (ptm). The ptm was used after the most recent refill. The consumer stated she just noticed the date on the ptm was october 8th instead of november 19th. The pump had been filled two (2) days prior to this report date. The consumer also complained that the medication for the pump was not delivered in time for a refill on (B)(6), so they had to go back on (B)(6) for a refill. The consumer had contacted the managing health care professional (hcp) and the hcp reportedly said it shouldn¿t make a difference but to contact the manufacturer. It was reviewed that the date on the ptm needed to be checked by the hcp to determine cause, it was possible that the information did not update at the initial bolus request after refill/update and that the ptm should still work as programmed. There were no symptoms mentioned. No further complications were reported.